Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info regarding the pt and event has been requested.

Event description:
Additional information was previously reported in manufacturing report #3007566237-2014-03082.

Manufacturer narrative:
Notified date reported in #3007566237-2014-03082 as 08-oct-2003. Additional information was previously reported in manufacturing report #3007566237-2014-03082. Any additional information going forward will be reported under this report. See f10 and additional codes block for updated coding to reflect new information reported in #3007566237-2014-03082 (B)(4)

Manufacturer narrative:
Additional review indicates that the patient's death and anorexia were not related to the device. Therefore, the patient code (B)(4), which was coded for anorexia/complications of malnutrition, has been removed from this event.

Event description:
Literature: reddymasu sc, lin z, sarosiek I, forster j, mccallum rw. Efficacy of gastric electrical stimulation in improving functional vomiting in pts with normal gastric emptying. Dig dis sci. 2010;55(4):983-987. Summary: the authors evaluated the utility of gastric electrical stimulation (ges) in a subgroup of pts with the refractory nausea and vomiting in the presence of normal gastric emptying. Eighteen pts (15 females) underwent ges implantation between (B)(6) 1998 and (B)(6) 2007 for dyspeptic symptoms in the presence of normal gastric emptying. Twelve pts (two males) were included in the final analysis. All pts had normal gastric emptying scintigraphy at baseline. After 1 year of ges, there was a significant reduction in symptoms. Reportable event: the authors reported that one pt died within 6 months of ges implantation secondary to complications of malnutrition due to nausea, vomiting, and unwillingness to receive enteral or parenteral nutrition, representing unrecognized anorexia nervosa.